Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device: 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that the patient received a pump exchange due to pump thrombosis.

Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of heartmate ii lvas confirmed the report of pump thrombosis. The pump was returned assembled with the driveline severed approximately 17.5¿ from the pump housing. The remainder of the driveline was not returned. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. A dark red, ring-like thrombus formation was observed surrounding the inlet bearing ball. The laminated structure of this thrombus formation and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Further, this formation appeared to have partially obstructed the flow of blood. A direct cause for the development of this formation and a duration for which it was present within the pump could not be determined through this evaluation. The body of the rotor revealed denatured, tissue-like depositions partially occluding one of the rotor¿s vanes. These depositions did not reveal evidence of laminated layering; however, the observed areas of denaturation suggest that the depositions were present while the pump was supporting the patient. The proximal side of the outlet stator revealed pink depositions loosely seated adjacent to the bearing ball. Although these depositions did not reveal areas of denaturation or evidence of laminated layering, they were partially occluding the flow of blood. The origin of the depositions and the specific duration for which they were present within the pump could not be conclusively determined through this evaluation. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.